Manufacturer narrative:
Batch review performed on 23 june 2025: (B)(4) items manufactured and released on 03 july 2020. Expiration date: 04 june 2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2022, the patient came in reporting pain and the cause is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully. Presently, on (B)(6) 2025 the patient came in reporting pain and a bone scan suggested a loose patella. The surgeon revised the patella and the surgery was completed successfully.